Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6. Corrected fields: h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a leak in the video connector, coupler damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "the camera fell apart when trying to load the scope into the coupler head." Was confirmed due to coupler damaged. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head fell apart when trying to load the scope into the coupler head. The issue was found during inspection for use. There were no reports of patient involvement.